Event description:
It was reported customer notes "a lot of air" in line alarms. Customer would like removing the air to be an easier process. On site manufacturer representative reviewed proper priming technique. There patient involvement however no patient harm. Through customer follow up, customer confirmed it was likely due to the priming process and education provided by representative was helpful.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: patient identifier. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported customer notes "a lot of air" in line alarms. Customer would like removing the air to be an easier process. On site manufacturer representative reviewed proper priming technique. There patient involvement however no patient harm. Through customer follow up, customer confirmed it was likely due to the priming process and education provided by representative was helpful.